Event description:
It was reported during a laparoscopic appendectomy while using the tsb35 the device was fired and there was some oozing at the staple line. The surgeon used the er320 and applied clips at the staple line to stop oozing. There was no consequences to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: batch number, j00n3f; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, fired and position/condition of wedge sleds, fully fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly producted "staple line bleeding" during surgery. The instrument was returned in good physical conidition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specfication. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.